Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with the battery compartment with a failed opcheck. There was no pt involvement.